Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 while using the screwdriver shaft on power, to advance a pedicle screw into the pelvis the tip broke in the shaft of the screw. The screw was removed which had the tip of the screwdriver in the shaft of the screw. Another screw was placed with no issue using the 2nd short screwdriver on power again, to advance the screw and it was noted that the tip was burred. The surgery was completed successfully with no surgical delay. This report is for one (1) modified instrument driver, short t20. This is report 2 of 2 for (B)(4).